Event description:
The manufacturer received information alleging an issue related to a simplygo device's thermal event. The manufacturer received information alleging that the device does not turn on. There was no serious patient harm or injury. The patient required no medical intervention. During the evaluation of the device at the third-party service center, the device was inspected and found pca burnt. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.